Event description:
It was reported that a patient underwent an open repair of a mid-abdominal, supra- umbilical ventral hernia on (B)(6) 2013. The patient developed an abscess on (B)(6) 2013 which was treated with wound incision and drainage. The event resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4) - abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.